Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-03081. It was reported that the patient presented in emergency room due to an inappropriate shock received couple of minutes before on the same day. Device interrogation exhibited multiple episodes of supra ventricular tachycardia (svt) except the one with inappropriate shock. Patient received antitachycardia pacing (atp) therapy and one inappropriate shock. Noise was noted on the atrial lead causing inappropriate auto mode switch (ams) episodes. The noise was not reproducible in clinic. Programming changes were made. The patient was stable and will continue to be monitored.